Manufacturer narrative:
Combination product: yes. Erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.

Event description:
System was explanted due to erosion. Pocket was originally opened on (B)(6) 2025 for a pocket revision due to pt complaint of implant site pain. Revision was aborted when pocket was opened and they discovered grossly infected pacemaker with erosion. Capsule and devitalized tissue was excised and system was reimplanted until (B)(6) 2025 extraction. Should additional information become available, this file will be updated.